Manufacturer narrative:
Results: the pusher assembly was fractured on its proximal end and was damaged for approximately 11.0 cm on its proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly was damaged and fractured on its proximal end, and the embolization coil was detached. This was likely a result of the reported manual detachment during the procedure. The smart coil could not be functionally tested; therefore, the root cause of the reported complaint could not be determined. Evaluation of the second returned smart coil revealed offset coil winds along the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, resistance was experienced while attempting to advance the smart coil through the hub of a demonstration microcatheter due to the offset coil wind, and the smart coil could not advance any further. The root cause of resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of device's difficulty detaching. This report is associated with MFR report number: 3005168196-2020-02260.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02260.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) a penumbra smart coil detachment handle (handle) and two non-penumbra microcatheters. During the procedure, the physician placed three smart coils and sixteen non-penumbra coils into the target vessel using a microcatheter. The physician then advanced another smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil by breaking the pusher assembly of the smart coil and pulling the pull wire. Afterwards, while advancing another smart coil through the middle of the microcatheter the physician experienced resistance. Therefore, the smart coil was removed. The procedure was completed using two additional smart coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.